Event description:
It was reported by the customer that the hci s&n pow/pow max cable device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the cable and internal wiring were broken and exposed. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received and tested. Visual observation revealed the cable and internal wiring is broke and exposed. Although we cannot determine at what point in time the cable broke, it can be concluded that this is the root cause for the failure of the device. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.